Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: preliminary analysis: stock review: checked stock verified that there is no stock of this product code and batch in reference. Quantity produced / imported: of this product code and lot number, (B)(4) units were manufactured. Distributed quantity: the units sold have been distributed to (B)(4) clients located in different cities of the (B)(6). Background: the database of complaints was reviewed and it was evidenced that to date no reports have been received regarding this product, lot and cause. Batch record: the batch manufacturing register was checked and verified that this product had a normal process and the results obtained in it, complied with the requirements established in the usp and those required by b. Braun, for this suture. Background: the database of complaints was reviewed and it was evidenced that to date no reports have been received regarding this product, lot and cause. Batch record: the batch manufacturing register was checked and verified that this product had a normal process and the results obtained in it, complied with the requirements established in the usp and those required by b. Braun, for this suture. Results for batch release: the results obtained for the release of the batch, in terms of tensile strength in the knot, met the requirements required for this type of suture. Analysis of the sample (s): the sample received in the open package was visually examined and it is evident that the rupture was caused thermally. Subsequently, the three samples in closed packing were taken for a test of resistance to tension in the knot. Where evidence that the results obtained from the samples received are in accordance with the requirements. Also, the behavior of the breaking of the thread complied without delamination. Conclusions: taking into account the above, this claim is evaluated as "not justified", since the results obtained for the batch release and the analyzes performed on the samples received, comply with the specifications. Actions: no corrective / preventive action is required since the results obtained for the batch release and the analysis performed on the samples were satisfactory.

Event description:
(B)(6). It was reported that the thread broke during surgery.